Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the symptom constant downstream occlusion alarm through functionality testing, but did not reproduce it. The device passed all occlusion testing. The device was recalibrated to ensure accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device constantly alarmed downstream occlusion. There was no patient involvement.